Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) at a user facility reported that a 2008k2 hemodialysis (hd) machine was showing a no water alarm when entering dialysis (or any other mode). The balancing chamber valves were not cycling. A field service technician (fst) was called onsite and found the valve 41 was showing a constant white when the machine should have been taking in water. A bad float switch was found in the hydro chamber and was changed. Valve 41 turned blue but the no water alarm remained. The actuator board was inspected and upon inspection found that it was an actuator board for a 2008t machine and capacitor 31 had melted. A 2008k2 actuator board was installed and the no water cleared but showed an "inlet flow error" alarm. A bad valve 41 wiring harness was troubleshooted and replaced . The machine ran in dialysis mode but would not pass pressure holding tests. A leaking tubing was found on air separator #69 and was repaired. The machine passed all function checks and self-tests. The technician did not note any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the melted capacitor 31 of the actuator board. There was no damage observed on any other components, or any other additional issues, associated with the melted component. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Additional information has been requested, but has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The reported event was confirmed by the fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed.

Event description:
A biomedical technician (bmt) at a user facility reported that a 2008k2 hemodialysis (hd) machine was showing a no water alarm when entering dialysis (or any other mode). The balancing chamber valves were not cycling. A field service technician (fst) was called onsite and found the valve 41 was showing a constant white when the machine should have been taking in water. A bad float switch was found in the hydro chamber and was changed. Valve 41 turned blue but the no water alarm remained. The actuator board was inspected and upon inspection found that it was an actuator board for a 2008t machine and capacitor 31 had melted. A 2008k2 actuator board was installed and the no water cleared but showed an "inlet flow error" alarm. A bad valve 41 wiring harness was troubleshooted and replaced . The machine ran in dialysis mode but would not pass pressure holding tests. A leaking tubing was found on air separator #69 and was repaired. The machine passed all function checks and self-tests. The technician did not note any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the melted capacitor 31 of the actuator board. There was no damage observed on any other components, or any other additional issues, associated with the melted component. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Additional information has been requested, but has not been provided.